Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 'lo'/<20 mg/dl (patient's meter/patient's test strips), 'lo'/<20 mg/dl (hospital meter/patient's test strips) and 286 mg/dl (patient's meter/hospital test strips).